Manufacturer narrative:
The user facility's biomedical engineer (biomed) is not trained by the manufacturer, as he was calling for the part number of oxygen (o2) sensor so he could replace. The field service representative (fsr) verified the complaint. The o2 sensor was expired, over 300,000 percent hours. The fsr replace the o2 sensor. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. Laboratory evaluation confirms the reported issue. The lab-tested epgs would not calibrate with the returned o2 sensor installed. The output voltage of the o2 sensor is out of specification. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (1/min) and 100% o2 was 0.21 volts which is outside the specification of 0.55-2 758 volts. The o2 sensor was manufactured 12/01/2011 and more than 2 years overdue for replacement.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) was not calibrating correctly. The device was not changed out, as they were able to calibrate the epgs, and they finished the case with no further problems. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.